Event description:
Customer reported receiving a notification indicating a speaker malfunction, and noticed there was no sound for low blood glucose alerts. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.